Event description:
Smartsite device placed on pt's PICC line on (B)(6) 2016. Mom reported issue on (B)(6) 2016. Nurse did home visit and discovered the smartsite was opaque and appeared white instead of clear. The blue piece inside was no longer visible. The cap was no longer patent and was the source of the occlusion. Nurse changed the smartsite and problem resolved. MFR contacted. Product will be returned. Dates of use: (B)(6) 2016 - current. Diagnosis or reason for use: factor viii deficiency, severe with inhibitor.